Manufacturer narrative:
The product was not returned for investigation therefore the reported failure mode was not confirmed. Alleged failure: electrode overheated during a surgery and output of liquid is very hot. Probable root cause: use error: suction not connected with pinch clamp left open (or suction tube cut) which allows hot fluid to leak out of the suction tube. User error: incorrect fluid management, probe clogged. The reported failure mode will be monitored for future reoccurrence. Mfg date: 05/11/2016. (B)(4).

Event description:
It was reported that the serfas energy overheated of the output liquids during surgery.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed. (B)(4).

Event description:
It was reported that the serfas energy overheated of the output liquids during surgery.